Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital after receiving multiple inappropriate shocks. Episodes of ventricular fibrillation due to noise were observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of noise and inappropriate hv therapy was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. It is believed that a lead anomaly caused the arc mark which resulted in the output anomaly.